Event description:
The patient contacted animas on (B)(6) 2012 and reported an issue with the pump's memory. The patient claimed it was not recording the pump's history. The patient stated during an office visit with hcp (date not provided), his hcp attempted to download the pump; however, was unable to retrieve any information. The patient did not know when the alleged issue started but guessed it began 1 month prior. At the time of troubleshooting, the patient denied any damage to the pump, battery cap or any indication of moisture ingress. The alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no defect found.